Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Damaged dso seal was found. Visual and functional testing was performed. The customer's complaint was duplicated. The root cause was that the device motor had more than 12 million revolutions. The motor will be replaced as a precaution. The dso seal and pwa were also replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device needed motor maintenance. There was unknown patient involvement and unknown patient harm/adverse event reported.